Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient faced infusion set tubing detached from hub, which cause the patient's blood glucose levels was elevated to over 300 mg/dl, therefore patient had received bolus from pump and mdi. The infusion set was in use for 4 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.